Event description:
The customer reported that during a vaginal hysterectomy, the device jaws could not be re-opened and the knife blade was exposed. The surgeon removed the device and the pt's pedicle was torn. The surgeon utilized manual suturing in order to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.